Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device does not pass testing because the energy selector does not assume the 170j value. There was no patient involvement.